Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally extraperitoneal inguinal hernia repair, while insufflation of dissection balloon, the balloon broke in lower part. A hole was noted in the balloon. Surgeon used another instrument to resolve the issue in order to complete the case. No patient injury.